Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified radial vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. It was difficult to remove the balloon that had separated horizontally from the sheath. The device was surgically removed. There were no further complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 20mm distal of the proximal markerband. This type of damage most probably occurred when the user attempted to withdraw the device through the sheath. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and tactile examination found the shaft of the device to have severe stretching and kinking damage between the distal and proximal markerbands. This type of damage most probably occurred when the user attempted to withdraw the device through the sheath. A visual examination found no issues with the tip and the markerbands of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified radial vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. It was difficult to remove the balloon that had separated horizontally from the sheath. The device was surgically removed. There were no further complications reported and the patient was in good condition after the procedure.